Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to the analog board. The customer declined repair and the device was returned labelled "not for clinical use." Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.